Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the a2114 mayfield infinity xr2 skull clamp would not lock when trying to use. There was no known patient injury or surgery delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clam was returned for evaluation: device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The lock was sticking and the left and right pawls needed replaced due to wear from routine use.